Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed lead noise on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient condition was stable.